Event description:
The customer reported the device vent inop, valve position error. No pt involvement.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The customer has not accepted to allow the manufacturer to repair the device. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.